Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing 2 patient samples with bd oneflow¿ discrepant results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: customer has noticed on two specific patients an odd anomaly. Currently customer is using the bd oneflow lst tube to measure cd3 and cd8 t cells for hiv monitoring. The reason for this is because they are getting significant discrepancies between the cell counts from the facslyric clinical software and dual platform using cell counts from their haematology analysers (sysmex). On running these two patients samples using the lst tube all the cd4 cells appear to co-express cd8. Running exactly the same sample using the tbnk reagent almost all the cd4 cells are single colour positive. The cd4 and cd8 antibody clones used in both products are exactly the same but used on different fluorochromes. Normal controls run with these samples work correctly and generate expected results. Appears to be patient specific but generating what looks like the wrong phenotype using the lst tube. The expected result is as indicated on the cd3/8/45/4 reagent. The colours are light grey from the customers assay so more difficult to see on the lst tube. Normal sample showing correct performance of the lst and multitest reagents. Abnormality is patient specific although on 2 different patients. This is not related to covid vaccine status as one patient has had the vaccine, the other hasn¿t. Lab is trying to get more information to see if the observation can be explained by treatment similarities. Was there any delay of treatment due to the issue? Not as far as I am aware. If patient samples were redrawn, was there any change or delay of treatment? Not as far as I am aware. Was there any physical harm/injury to the patient due to the issue? Not as far as I am aware. Provide details - how and to what extent? Not as far as I am aware.

Event description:
It was reported while testing 2 patient samples with bd oneflow¿ discrepant results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: customer has noticed on two specific patients, an odd anomaly. Currently customer is using the bd oneflow lst tube to measure cd3 and cd8 t cells for hiv monitoring. The reason for this is because they are getting significant discrepancies between the cell counts from the facslyric clinical software and dual platform using cell counts from their haematology analysers (sysmex). On running these two patient's samples using the lst tube all the cd4 cells appear to co-express cd8. Running exactly the same sample using the tbnk reagent almost all the cd4 cells are single colour positive. The cd4 and cd8 antibody clones used in both products are exactly the same but used on different fluorochromes. Normal controls run with these samples work correctly and generate expected results. Appears to be patient specific but generating what looks like the wrong phenotype using the lst tube. The expected result is as indicated on the cd3/8/45/4 reagent. The colours are light grey from the customers assay so more difficult to see on the lst tube. Normal sample showing correct performance of the lst and multitest reagents. Abnormality is patient specific although on 2 different patients. This is not related to covid vaccine status as one patient has had the vaccine, the other hasn¿t. Lab is trying to get more information to see if the observation can be explained by treatment similarities. Was there any delay of treatment due to the issue? Not as far as I am aware. If patient samples were redrawn, was there any change or delay of treatment? Not as far as I am aware. Was there any physical harm/injury to the patient due to the issue? Not as far as I am aware. Provide details - how and to what extent? Not as far as I am aware.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of the issues is limited to 658610-1011656, multitest bd oneflow lst reagent. Problem statement: issue with cd4 results between bd multitest and lst reagents when used with patient specimen. Lst results showed cd4+ co-expressing cd8, and multitest results showed cd4+cd8-. No difference was observed when used with normal specimen. This complaint is related to (B)(4). Manufacturing defect trend: there are 0 qn¿s related to the reported issue. Date range 04/09/2020 to 04/09/2021. Root cause analysis: based on the investigation result the root cause was not determined. Complaint history review: there are 2 reported performance complaints including this complaint. Date range from 4/09//20 to 04/09/2021. Risk review bd oneflow product family risk analysis, rev 08 sap doc# (B)(4) was reviewed. Hazard(s) identified? Yes, no. Hazard #: 3.1.6, hazard: indirect harm to patient. Hazard cause: substances used for patient treatment interfere with the reagent. Harmful effects: incorrect results. Severity: 3, probability: 1, risk index: 3, risk control: interference study. Implementation: efmc-a lot-is1-p bd oneflow interfering substances study protocol #10000331632. Effectiveness: efmc-a lot-is1-p bd oneflow interfering substances study report # (B)(4) new hazard: none, mitigation(s) sufficient yes. If no (to above), what actions will be taken? A risk analysis is not required if this is not a safety or reportable event. Batch history record (bhr) review: the following batch records were reviewed. 658619-1011656 oneflow lst. 91-0949-0329062 pouched, oneflow lst. The materials met all the manufacturing specification prior to release. Returned sample analysis: the sample was requested for return, customer does not have any sample to return. Photos sent by the customer were reviewed. Multitest (342447-83765) and lst (658619-1011656) reagents were used to stain normal control sample, results showed cd4 and cd8 markers performed similarly. Lst reagent stained patient specimens, the cd4 appears to co-express cd8, which is not seen when the same specimens were stained with the multitest reagent. An excerpt from the complaint entry stated: ¿this is not related to covid vaccine status as one patient has had the vaccine, the other hasn¿t. Lab is trying to get more information to see if the observation can be explained by treatment similarities.¿ . Retain sample analysis: no retain sample was available to test, therefore fcs files generated during the qc testing of the product was analyzed and reviewed. Qc testing was performed by staining pooled blood specimen from nine normal donors using the lst reagent. Analysis of the fcs files showed that the cd4 cells of the lymphocytes population did not co-expressed cd8. Therefore, the reagent performed as designed. Refer to ppp attachment (B)(4). Conclusion: based on the investigation result: the complaint was unconfirmed.